Manufacturer narrative:
Technician located stretcher at off site repair warehouse. Found left foot caster stem broken and not locking in brake position. Replaced broken caster to resolve this issue.

Event description:
Stretcher located at off site repair warehouse with note stating brakes not working. No injury reported.